Event description:
It is reported that the pt was revised due to infection, osteolysis, and wear.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. X-rays and surgical notes were not received. Pt factors that may affect the device wear such as bone quality and type of activity (low impact vs. High impact), are unk, the per also indicates infection, osteolysis and wear as reasons for revision surgery. The device was in-vivo for approx 11.5 years; wear is a known risk in devices implanted for this period of time. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Wear debris in the human body may lead to the formation of osteolysis, and there are many factors that contribute to this condition. It is unlikely that any deficiency of the implanted device itself directly contributed to this particular incident. A definitive root cause cannot be determined with the info provided; however, the complaint may be revised upon return of operative reports, x-rays and/or further info. As returned the measured dimensions of the articular surface were found to be within specification. The condylar areas were severely damaged and worn, an irregular portion of the right margin of the device was fractured, and the backside was worn. Mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.